Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnant /last menstrual period date of (B)(6) 2011') and abortion late ('patient has last menstrual period on (B)(6) 2011 and her usg on(B)(6) 2011 reported experiencing bleeding suggestive of late abortion (around 19 weeks)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included pelvic pain, wrist pain, abdominal pain, left lower quadrant pain, carpal tunnel syndrome, hamartoma, shoulder pain, neck pain, pain ankle, constipation and pain ankle. Concomitant products included paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping).") And menorrhagia ("menorrhagia"). In december 2012, the patient experienced device expulsion ("migration of essure device location of device: uterus,"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion late (seriousness criterion medically significant). The patient was treated with antibiotics. At the time of the report, the pregnancy with contraceptive device, abortion late, device expulsion, vaginal haemorrhage, vaginal infection, dysmenorrhoea and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2011 and estimated date of delivery was (B)(6) 2012. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion late, device expulsion, dysmenorrhoea, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: in current follow up insertion date was (B)(6) 2011. Patient has last menstrual period on (B)(6) 2011 and her usg on (B)(6) 2011 reported experiencing bleeding suggestive of late abortion (around 19 weeks). Concerning the injuries reported in this case, the following one was reported via social media: injury nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2020: medical record received events " "pregnancy and device ineffective" were added. Reporter information and medical history were added. On 18-dec-2020: medical record received rcc was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnant /last menstrual period date of (B)(6) 2011') and abortion late ('patient has last menstrual period on (B)(6) 2011 and her usg on (B)(6) 2011 reported experiencing bleeding suggestive of late abortion (around 19 weeks)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included pelvic pain, wrist pain, abdominal pain, left lower quadrant pain, carpal tunnel syndrome, hamartoma, shoulder pain, neck pain, pain ankle, constipation, pain ankle, neck pain, left lower quadrant pain, chest pain, depression and hypotensive. Concomitant products included paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping).") And menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced device expulsion ("migration of essure device location of device: uterus,"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion late (seriousness criterion medically significant). The patient was treated with antibiotics. At the time of the report, the pregnancy with contraceptive device, abortion late, device expulsion, vaginal haemorrhage, vaginal infection, dysmenorrhoea and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 12, para 2. Last menstrual period was on (B)(6) 2011 and estimated date of delivery was (B)(6) 2012. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion late, device expulsion, dysmenorrhoea, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: in current follow up insertion date was (B)(6) 2011. Patient has last menstrual period on (B)(6) 2011 and her usg on (B)(6) 2011 reported experiencing bleeding suggestive of late abortion (around 19 weeks) concerning the injuries reported in this case, the following one was reported via social media: injury nos. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jan-2021: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.